Event description:
Physician heard a loud bang while testing the ll 100 cryosurgical unit prior to use. The white tubing burst and the surgeon felt something hit his leg. A piece of the silicone tubing was missing from tubing where it burst.

Manufacturer narrative:
The returned unit was subjected to a twisting action subsequent to final acceptance of this product. The twisting of the internal tubing most likely caused a blockage of return gas flow to the exhaust housing resulting in the ruptured tubing. Records indicate this unit was subjected to a final inspection, which included a functional test prior to release for distribution. Final functional testing would not be possible with the internal twisting condition evidenced. This is not a condition frequently incurred by the repair department. This condition has not been identified as a repeat complaint.